Event description:
It was reported that a homechoice device experienced an unspecified failure. It was unknown if the patient was connected at the time of the event. This occurred during an unspecified step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. During start up test the device did not start up. The power supply was replaced. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no defects or malfunctions noted. Should additional relevant information become available, a supplemental report will be submitted.